Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was getting ready to change cartridge when a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections of short acting insulin as alternate insulin therapy. A recommendation was made to the customer to contact health care provider for long acting insulin therapy.